Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer's blood glucose level ranged from 500-600 mg/dl; cause of high bg was not provided. Customer declined to troubleshoot for the high bg. Reportedly customer performed a pump reset and resumed insulin therapy.